Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the device seal was damaged, a piece of the valve fell into the abdomen when the stapler was inserted through it. The component was retrieved using a laparoscopic graspers. They opened a new port for the second time and inserted, but there was an air or leaked from the seal. A third device was opened and inserted and used without any issues. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the circular seals were cut. The trocars, cannulas, and envelope seals appeared intact. The obturators were received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The envelope seals were stretched out. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.